Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that an alert for high, out of range high voltage lead impedance was noted. The lead was explanted. The patient condition was good after the event.